Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer reported that he had to use tweezers to get the infusion sets to stay. He also stated that he had the insulin pump for 8 years and the motor went out. He stated that when he changed to the new insulin pump, he started having trouble with no delivery alarms. He had been advised that the issue may have been related to scar tissue at the insertion site. He reported that he had changed the insertion site, but he still experienced no delivery alarms. He also reported that, upon removing the needle guard, the entire adhesive patch of the infusion set came off. He did not know the blood glucose reading. He stated that he had not tried all remedies and was advised to do so. He stated that he received a no delivery alarm with every 2 or 3 infusion set changes. He stated that he sometimes received 3 or 4 of the alarms in a row. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.